Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and the unit was calibrated to meet all manufacturer specifications. A performance check was completed for verification. No problem was found after letting the unit run for 20 minutes. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator experienced wouldn't pressurize on patient. As of this time, there is no information regarding patient harm associated with this reported event.